Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device ran in environmental chamber for 48 hours and no anomalies were observed. Analysis found the upper case, lower case, and side bail covers are broken. Battery release, ring cover, lead flex cover, and battery drawer are contaminated. Battery contacts are compressed, the ring bail is bent, and the keyboard is scratched. (B)(4).

Event description:
It was reported the device changed mode to async and shut itself off. The device was returned for repair. There was no patient involvement indicated.